Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure due to normal wear. A device history review was performed, and no non-conformances were detected related to the reported condition. Concomitant device: console device, therapy date: (B)(6) 2020. (B)(4).

Event description:
It was reported that the motor device would not connect to the console device. During in-house engineering evaluation, it was determined that the device overheated, the cutter could not be secured due to burr lock damage, the connector was loose and the wires were worn and exposed. The device also failed pretests for temperature assessment, cutter assessment and connector loctite assessment. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.